Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The insertion tube had buckling presenting during the device evaluation. Additionally, as noted in the event description, the unit had been insufficiently reprocessed as foreign material was found clogging the nozzle. The distal end adhesive was cracked. The connector was found flooded. The object lens adhesive was cloudy. The unit had notable wear throughout in the form of scratches and abrasions. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to deformations noted in the insertion tube. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and the root cause of the issue could not be determined. It was confirmed that the customer has implanted device reprocessing according to the IFU. The event can be detected and or prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope. ¿ visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿. ¿when using the air/water button. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.